Manufacturer narrative:
This product is registered as a combination product. More information requested, but not yet received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05075. Related manufacturer reference number: 2017865-2020-05076. Related manufacturer reference number: 2017865-2020-05077. It was reported that the patient developed an infection. The pacemaker, right ventricular lead. Left ventricular lead, and atrial lead were explanted.